Event description:
It was reported by the customer that a pyxis medstation es system remote manager was broken. The customer confirmed that there was no medication delay, since user was able to get medication from the nearby station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was kept failed. A field service engineer adjusted the position of the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.